Manufacturer narrative:
**UDI related data quality updates only**   corrected: d4 (provide complete UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation from d10: product ID: afapro28, product type: balloon catheter; product ID: afapro28, product type: balloon catheter. Product event summary: the 4fc12 sheath with lot number 0011921476 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at two locations at approximately 3.5 inches and 10 inches from the tip. The dilator was inserted into the sheath and retracted several times without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.050 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.000 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.015 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath failed the returned product inspection due a kink/twist on the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the vacuum was enabled on the console. The balloon catheter was inserted into the sheath and the side port of sheath was aspirated. When drawing back, bubbles were seen. The balloon catheter was advanced within sheath and it was attempted to aspirate which resulted in bubbles again. It was attempted to pull the balloon catheter back within sheath and aspirate. Bubbles were observed in side port of sheath. The balloon catheter was removed and re-inserted. Upon re-insertion, it was attempted to aspirate from the sheath again and bubbles were observed. The sheath was replaced and the issue remained. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.